Event description:
A caller reported a continuous glucose monitor (cgm) error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided guidance and helped the caller perform a pump reset, after which the error did not reappear, and the customer successfully started their sensor session.